Manufacturer narrative:
Sample has not yet been received, but was reported to be available. The sample will be evaluated when received and a follow-up report will be filed.

Event description:
Fast flow. Filled by nurse at home. Initiated on (B)(6) 2010 at 10:30am and stopped on (B)(6)2010 at 10:30pm. Patient given paracetamol (acetaminophen) to dissipate symptoms. Patient now doing well.